Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip on handle of the force bipolar instrument was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have the carbide insert detached from one the grips. The brazing material seem to be missing or damaged.